Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead twiddled the lead and pulled the lead back. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed in two segments at 28 centimeters (cm) from the is-1 terminal pin. Visual inspection noted the lead body was twisted from the yoke to the mid-section of the lead body. The helix was fully retracted with no signs of physical damage. The proximal shocking coil was separated from the medical adhesive (ma) at the distal end. The distal shocking coil was separated from the ma at the proximal end. No detailed testing was completed. Laboratory testing confirmed the clinical observation of the patient twiddling the lead as the lead body was noted to be twisted.

Event description:
--